Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the patient went to the emergency room (ER) and was put on a narcan drip. The patient was acidotic. At the time of the report, they did not know the cause of the patient's symptoms. The hcp was unaware of any recent changes to the pump and called to find out what was in the pump and how to turn it off, so they could see if that changed anything with the patient's symptoms. The patient's symptoms were considered a sudden change in therapy/symptoms. The event date was stated as (B)(6) 2017. It was stated that the patient was hospitalized. There were no further complications reported or anticipated.

Manufacturer narrative:
Updated to include required intervention. Hospitalization still applies as well. If information is provided in the future, a supplemental report will be issued.